Event description:
Information received from the field notes that the patient presented to the clinic for a follow-up after a fall at home. The patient was not feeling well, complaining of symptoms possibly related to pacemaker syndrome first noticed after the fall. Interrogation revealed back-up operation. Attempts to perform a software download were unsuccessful.